Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse, stress urinary incontinence, uterine prolapse and urethral prolapse. In 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced urinary tract disorder ("urinary tract disorder"). In 2007, the patient experienced hypertension ("high blood pressure") and dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced bladder disorder ("bladder disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (to remove the essure hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower was resolving, the depression, anxiety, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and hypertension outcome was unknown and the back pain had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dyspareunia, hypertension, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, lab data added. Events vaginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, high blood pressure, dyspareunia, lower abdominal pain and back pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure (B)(4) was removed in 2012. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.